Event description:
The customer reported that the tubing set cracked at the female port and leaked fentanyl during administration on a neonate patient. The rn found the leak immediately and replaced the tubing set and obtained new medication from the pharmacy. The customer further states that they tested the tubing set prior to sending to us and were able to confirm that the tubing set leaked at the female connector when it was flushed. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing set cracked at the female port and leaked was not confirmed. Visual inspection showed no obvious damages or issues; however testing revealed an occlusion within the tubing which was able to be cleared. The root cause of the report that the tubing set cracked and leaked was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided, however, the customer stated that the patient was a neonate.

Event description:
The customer reported that the tubing set cracked at the female port and leaked fentanyl during administration on a neonate patient. The rn found the leak immediately and replaced the tubing set ad obtained new medication from the pharmacy. The customer further states that they tested the tubing set prior to sending to us and were able to confirm that the tubing set leaked at the female connector when it was flushed. There was no patient harm.